Event description:
This report summarizes 83 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from various sources. All malfunctions involved patients with no reported consequence. Of the 83 malfunctions, 29 patients were between the ages 25 and 82. Ten patients reported weight between 143 and 434 lbs. Twenty-five patients were reported as male, 18 were reported as female. All other patient information was not provided.

Manufacturer narrative:
H10: of the 84 reported malfunctions, one was found to have been previously reported as a malfunction under emdr 2020394-2016-00903. H10: of the 83 remaining malfunctions, the product catalog number of seven devices was updated to rf320j. The product catalog number for one device was updated to unknown filter. The lot numbers for 42 malfunctions were provided and lot history reviews were performed, all other lot numbers are unknown. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for 41 malfunctions; four malfunctions with medical records also received medical images and two malfunctions with medical records received photos for review. For 49 malfunctions, the investigations are inconclusive for perforation of the inferior vena cava. For 24 malfunctions, the investigations are confirmed for perforation of the inferior vena cava. For one malfunction, the investigation is confirmed for perforation of the inferior vena cava and filter tilt. For one malfunction, the investigation is inconclusive for perforation of the inferior vena cava and filter tilt. For one malfunction, the investigation is confirmed for perforation of the inferior vena cava and filter limb detachment. For one malfunction, the investigation is inconclusive for perforation of the inferior vena cava and filter limb detachment. For one malfunction, the investigation is confirmed perforation of the inferior vena cava and retrieval difficulties. For one malfunction, the investigation is inconclusive for perforation of the inferior vena cava and retrieval difficulties. For one malfunction, the investigation is confirmed for filter tilt and filter limb detachment; however, the investigation is inconclusive for perforation. For one malfunction, the investigation is confirmed for perforation of the inferior vena cava and filter migration. For one malfunction, the investigation is confirmed for positioning issue and perforation of the inferior vena cava. For remaining one malfunction, the company is still investigating the issue at this time. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfph0464, gfrk2758, gfrk3199, gfti3571, gfse2706, gfrk2297, gftd1734, gfrl1771, gfre0623, gfqk2353, gftk2861, gfra1147, gfsh2002, gftd2018, gfsh1998, gfrf3466, gftj1623, gfrl1953, gfsg3618, gfph2329, gfse4186, gfrl2036, gftd2018, gfrf3666, gfql0326, gfsh2176, gfvk2739, gfsf2725, gfqe3353, gfsj2340, gfrc2671, gfqg3616, gfsd2881, gfqj4823, gfsj2338, gfph3919, gfrj2941, gfsi2172, gfql0712, unknown), h11: b5, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 83 malfunctions, the lot number for 40 malfunctions were provided and lot history reviews were performed, all other lot numbers are unknown. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for 18 malfunctions; four malfunctions with medical records also received medical images. For twelve malfunctions with medical records, including the four malfunctions with medical images, the investigations are confirmed for perforation of the ivc. Six malfunctions with medical records are inconclusive for perforation of the ivc. 65 malfunctions did not provide medical records or images, the investigations are inconclusive for perforation of the ivc as no objective evidence has been provided any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: of the 83 reported malfunctions, one was found to have been previously reported as a malfunction under emdr 2020394-2016-00903. H10: of the 83 malfunctions, the product catalog number of two devices were updated to rf320j. The product catalog number of one device was updated to unknown filter. H10: d4(corporate lot number: gfph0464, gfk2758, gfrk3199, gfse2706, gfrk2297, gftd1734, gfrl1771, gfre0623, gfqk2353, gftk2861, gfra1147, gfsh2002, gftd2018, gfsh1998, gfrf3466, gftj1623, gfrl1953, gfsg3618, gfph2329, gfrf3666, gfql0326, gfsh2176, gfvk2739, gfsf2725, gfqe3353, gfsj2340, gfsj2340, gfrc2671, gfqg3616, gfsd2881, gfqj4823, gfsj2338, gfph3919, gfrj2941, gfsi2172, gfql0712, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 83 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation of the ivc. This information was received from various sources. All 83 malfunctions involved patients with no reported consequences. Of the 83 malfunctions, eight patients had weights reported between 212-435 lbs, thirteen patients had ages reported between 36-82 years old. Thirteen patients were reported as male and 8 were reported as female. All other patient information was not provided.

Event description:
This report summarizes 83 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from various sources. All malfunctions involved patients with no reported consequence. Of the 83 malfunctions, 30 patients were between the ages 25 and 82 years. Eleven patients reported weight between 143 and 434 lbs. Twenty-five patients were reported as male, 18 were reported as female. All other patient information was not provided.

Manufacturer narrative:
H10: of the 84 reported malfunctions, one was reassessed for reportability and determined to be reportable as malfunction and reported under emdr 2020394-2016-00903. H10: of the 83 remaining malfunctions, the product catalog number of seven devices was updated to rf320j. The product catalog number for one device was updated to unknown filter. The lot numbers for 42 malfunctions were provided and lot history reviews were performed, all other lot numbers are unknown. The devices for the malfunctions were not returned to the manufacturer for evaluation; however, medical records were provided and reviewed for 41 malfunctions, in which for the remaining 42 reported malfunctions, medical records were not provided. Out of 83 reported malfunctions, images were provided and received for 12 malfunctions and photo was provided for one malfunction. Out of 83 reported malfunctions, 25 malfunctions were confirmed for the reported perforation. For 49 of the 83 reported malfunctions, the investigation is inconclusive for the alleged perforation. Perforation and difficult to remove are confirmed for one malfunction. Perforation and detachment are confirmed for 1 of the 83 malfunctions. Positioning issue and perforation are confirmed for one malfunction. Perforation and detachment are inconclusive for one malfunction. The investigation for one reported malfunction is confirmed for perforation and migration. Tilt and perforation are confirmed for one malfunction. Perforation and retrieval difficulties are inconclusive for one malfunction. Tilt and perforation are inconclusive for one malfunction. The remaining malfunction is confirmed for tilt and detachment but inconclusive perforation. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfph0464, gfrk2758, gfrk3199, gfti3571, gfse2706, gfrk2297, gftd1734, gfrl1771, gfre0623, gfqk2353, gftk2861, gfra1147, gfsh2002, gftd2018, gfsh1998, gfrf3466, gftj1623, gfrl1953, gfsg3618, gfph2329, gfse4186, gfrl2036, gftd2018, gfrf3666, gfql0326, gfsh2176, gfvk2739, gfsf2725, gfqe3353, gfsj2340, gfrc2671, gfqg3616, gfsd2881, gfqj4823, gfsj2338, gfph3919, gfrj2941, gfsi2172, gfql0712, unknown), g3. H11: b5,h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 78 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from various sources. All malfunctions involved patients with no reported consequence. Of the 79 malfunctions, 57 patients were between the ages 23 and 82 years. 14 patients reported weight between 212 and 434 lbs. 33 were reported as male and 31 were reported as female. All other patient information was not provided.

Manufacturer narrative:
H10: of the 84 reported malfunctions, one was reassessed for reportability and determined to be reportable as malfunction and reported under emdr 2020394-2016-00903, and 5 were reassessed for reportability and determined to be reportable as serious injury, and reported under emdr 2020394-2021-80735, 2020394-2021-80734, 2020394-2021-80701, 2020394-2021-80704, 2020394-2021-80768. H10: of the 78 remaining malfunctions, the product catalog number of 11 devices were updated to rf320j, the product catalog number for one device was updated to unknown filter and the product catalog number for 6 devices were updated to unknown g2. The lot numbers for 43 malfunctions were provided and lot history reviews were performed. The devices for the malfunctions were not returned to the manufacturer for evaluation; however, medical records were provided and reviewed for 70 malfunctions. Out of 78 reported malfunctions, images were provided and reviewed for 38 malfunctions and photo was provided for one malfunction. For 17 malfunctions, the investigation is inconclusive for the perforation. For 38 malfunctions, the investigation is confirmed for the perforation. For 4 malfunctions, detachment (a0501) was coded additionally and for two malfunctions the investigation is confirmed for perforation and detachment, for one malfunction the investigation is inconclusive for perforation and detachment, and for one malfunction the investigation is confirmed for detachment. However, the investigation is inconclusive for perforation. For one malfunction, detachment (a0501), difficult to remove (a150207) and migration (a0104) were coded additionally and the investigation is confirmed for the alleged detachment, retrieval difficulties, filter migration and perforation. For two malfunctions, detachment (a0501) and tilt (a150202) were coded additionally and for one malfunction the investigation is confirmed for the perforation, filter tilt and detachment, for another malfunction the investigation is confirmed for the filter tilt and detachment. However, the investigation is inconclusive for the perforation. For two malfunctions, difficult to remove (a150207) was coded additionally and for one malfunction the investigation is confirmed for perforation and retrieval difficulties, for another malfunction the investigation is confirmed for perforation and retrieval difficulties. For five malfunctions, migration (a0104) was coded additionally and the investigation is confirmed for perforation of inferior vena cava (ivc) and filter migration. For one malfunction, positioning problem (a1502) was coded additionally and the investigation is confirmed for filter positioning issue and perforation. For five malfunctions, tilt (a150202) was coded additionally and the investigation is confirmed for perforation and filter tilt. For one malfunction, tilt (a150202) and migration (a0104) were coded additionally and the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and filter migration. For the remaining two malfunctions, the company is still investigating the issue at this time. The devices are labeled for single use. H10: d4 (corporate lot number: gfph0464, gfrk2758, gfrk3199, gfti3571, gfse2706, gfrk2297, gftd1734, gfsi0017, gfre0623, gfqk2353, gftk2861, gfra1147, gfsh2002, gftd2018, gfsh1998, gfqj4818, gfrf3466, gftj1623, gfrl1953, gfsg3618, gfph2329, gfrl2036, gfrf3666, gftb3665, gfsh2176, gfvk2739, gfsd2840, gfsf2725, gfqe3353, gfsj2340, gfrc2671, gfqg3616, gfsd2881, gfqj4823, gfph3919, gfrj2941, gfsi2172, gfql0712, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 84 reported malfunctions, one was reassessed for reportability and determined to be reportable as malfunction and reported under emdr 2020394-2016-00903, and 7 were reassessed for reportability and determined to be reportable as serious injury, and reported under emdr 2020394-2021-80735, 2020394-2021-80734, 2020394-2021-80701, 2020394-2021-80704, 2020394-2021-80768, 2020394-2021-80794, 2020394-2021-80790. H10: of the 76 remaining malfunctions, the product catalog number of 12 devices were updated to rf320j, the product catalog number for one device was updated to unknown filter and the product catalog number for 4 devices were updated to unknown g2. The lot numbers for 42 malfunctions were provided and lot history reviews were performed. The devices for the malfunctions were not returned to the manufacturer for evaluation; however, medical records were provided and reviewed for 69 malfunctions. Out of 76 reported malfunctions, images were provided and reviewed for 39 malfunctions and photo was provided and reviewed for one malfunction. For 16 malfunctions, the investigation is inconclusive for the perforation. For 38 malfunctions, the investigation is confirmed for the perforation. For 4 malfunctions, detachment (a0501) was coded additionally and for two malfunctions the investigation is confirmed for perforation and detachment, for one malfunction the investigation is inconclusive for perforation and detachment, and for one malfunction the investigation is confirmed for detachment. However, the investigation is inconclusive for perforation. For one malfunction, detachment (a0501), difficult to remove (a150207) and migration (a0104) were coded additionally and the investigation is confirmed for the alleged detachment, retrieval difficulties, filter migration and perforation. For two malfunctions, detachment (a0501) and tilt (a150202) were coded additionally and for one malfunction the investigation is confirmed for the perforation, filter tilt and detachment, for another malfunction the investigation is confirmed for the filter tilt and detachment. However, the investigation is inconclusive for the perforation. For two malfunctions, difficult to remove (a150207) was coded additionally and for one malfunction the investigation is confirmed for perforation and retrieval difficulties, for another malfunction the investigation is inconclusive for perforation and retrieval difficulties. For five malfunctions, migration (a0104) was coded additionally and the investigation is confirmed for perforation of inferior vena cava (ivc) and filter migration. For one malfunction, positioning problem (a1502) was coded additionally and the investigation is confirmed for filter positioning issue and perforation. For five malfunctions, tilt (a150202) was coded additionally and the investigation is confirmed for perforation and filter tilt. For one malfunction, tilt (a150202) and migration (a0104) were coded additionally and the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and filter migration. For the remaining one malfunction, the company is still investigating the issue at this time. The devices are labeled for single use. H10: d4 (corporate lot number: gfph0464, gfrk2758, gfrk3199, gfti3571, gfse2706, gfrk2297, gftd1734, gfsi0017, gfre0623, gfqk2353, gftk2861, gfra1147, gfsh2002, gftd2018, gfsh1998, gfqj4818, gfrf3466, gftj1623, gfrl1953, gfsg3618, gfph2329, gfrl2036, gfrf3666, gftb3665, gfsh2176, gfvk2739, gfsd2840, gfsf2725, gfqe3353, gfsj2340, gfrc2671, gfqg3616, gfqj4823, gfph3919, gfrj2941, gfsi2172, gfql0712, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 76 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. These information's were received from a various sources. All malfunctions involved patients with no patient consequence. Of the 76 malfunctions, 33 were male and 32 were female, 58 patients ages ranged from 23 to 89 years. 15 patients were reported to weigh in the range between 143 to 434 lbs. All other patient information was not provided.

Manufacturer narrative:
H10: of the 83 malfunctions, the lot number for 41 malfunctions were provided and lot history reviews were performed, all other lot numbers are unknown. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for 22 malfunctions; three malfunctions with medical records also received medical images and one malfunction with medical records received photos for review. For thirteen malfunctions with medical records, including the four malfunctions with medical images/photos, the investigations are confirmed for perforation of the ivc. Seven malfunctions with medical records are inconclusive for perforation of the ivc. One malfunction that received medical records was reported to have experienced detachment as well as perforation; the investigation of this malfunction is inconclusive. One malfunction that received medical records was also assessed for filter tilt and detachment of device; the investigation of this malfunction is confirmed for filter tilt and detachment of device, but is inconclusive for perforation. 61 malfunctions did not provide medical records or images. One malfunction that did not receive medical records was reported to have experienced tilt and perforation; the investigation of this malfunction is inconclusive. Another malfunction that did not receive medical records was reported to have experienced difficulty to remove and perforation; the investigation of this malfunction is inconclusive. Of the remaining 59 malfunctions, the investigations are inconclusive for perforation of the ivc as no objective evidence has been provided any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: of the 83 reported malfunctions, one was found to have been previously reported as a malfunction under emdr 2020394-2016-00903. H10: of the 83 malfunctions, the product catalog number of four devices were updated to rf320j. The product catalog number of two devices were updated to unknown filter. H10: d4(corporate lot number: gfph0464, gfrk2758, gfrk3199, gfse2706, gfrk2297, gftd1734, gfrl1771, gfre0623, gfqk2353, gftk2861, gfra1147, gfsh2002, gftd2018, gfsh1998, gfrf3466, gftj1623, gfrl1953, gfsg3618, gfph2329, gfrl2036, gfrf3666, gfql0326, gfsh2176, gfvk2739, gfsf2725, gfqe3353, gfsj2340, gfrc2671, gfqg3616, gfsd2881, gfqj4823, gfsj2338, gfph3919, gfrj2941, gfsi2172, gfql0712, unknown).

Event description:
This report summarizes 83 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation of the ivc. This information was received from various sources. All 83 malfunctions involved patients with no reported consequences. Of the 83 malfunctions, 10 patients had weights reported between 143-435 lbs, 15 patients had ages reported between 36-82 years old. Of the patients, 15 were reported as male and 11 were reported as female. All other patient information was not provided.

Event description:
This report summarizes 76 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. These information's were received from various sources. All the seventy six malfunctions were involved patients with no patient consequence. Of the 76 reported malfunctions, 33 were male and 32 were female, 58 patients ages ranged from 23 to 89 years. 15 patients were reported to weigh in the range between 143 to 434 lbs. All other patient information was not provided.

Manufacturer narrative:
H10: of the 84 reported malfunctions, one was reassessed for reportability and determined to be reportable as malfunction and reported under emdr 2020394-2016-00903, and 7 were reassessed for reportability and determined to be reportable as serious injury, and reported under emdr 2020394-2021-80735, 2020394-2021-80734, 2020394-2021-80701, 2020394-2021-80704, 2020394-2021-80768, 2020394-2021-80794 an 2020394-2021-80790. H10: of the 76 reported malfunctions, the product catalog number of 12 devices were updated to rf320j, the product catalog number for one device was updated to unknown filter and the product catalog number for 4 devices were updated to unknown g2.the lot numbers for 42 malfunctions were provided and lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however, medical records were provided and reviewed for 69 malfunctions. Images were provided and reviewed for 39 malfunctions. Medical records were not provided for 7 out of 76 malfunctions, therefore, the investigation is inconclusive for the alleged perforation. 41 malfunctions were confirmed for the alleged perforation. Nine malfunctions were inconclusive for perforation. Five malfunctions were confirmed for the reported perforation, migration and the trending device code a010402 was added . For one malfunction, the investigation is confirmed for detachment and tilt but inconclusive for perforation, therefore, the trending device code a150202 and a0501 was added. For one malfunction, a150207 trending code was added additionally and the investigation is confirmed for detachment, retrieval difficulties, migration and perforation. The investigation for one malfunction is confirmed for detachment but inconclusive for perforation. Perforation and retrieval difficulties were confirmed for one malfunction. Perforation and detachment are confirmed for one malfunction. Four malfunctions were confirmed for perforation and tilt. Perforation, tilt and migration were confirmed for one malfunction. Perforation, tilt and detachment were confirmed for one malfunction. Perforation and detachment are confirmed for one malfunction. Perforation and positioning problem are confirmed for one malfunction. The remaining malfunction is inconclusive for the alleged perforation and retrieval difficulties.based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfph0464, gfrk2758, gfrk3199, gfti3571, gfse2706, gfrk2297, gftd1734, gfsi0017, gfre0623, gfqk2353, gftk2861, gfra1147, gfsh2002, gftd2018, gfsh1998, gfqj4818, gfrf3466, gftj1623, gfrl1953, gfsg3618, gfph2329, gfrl2036, gfrf3666, gftb3665, gfsh2176, gfvk2739, gfsd2840, gfsf2725, gfqe3353, gfsj2340, gfrc2671, gfqg3616, gfqj4823, gfph3919, gfrj2941, gfsi2172, gfql0712, unknown), g3

Event description:
This report summarizes 83 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation of the ivc. This information was received from various sources. All 83 malfunctions involved patients with no reported consequences. Of the 83 malfunctions, 10 patients had weights reported between 143-435 lbs, 14 patients had ages reported between 36-82 years old. 14 patients were reported as male and 11 were reported as female. All other patient information was not provided.

Manufacturer narrative:
H10: of the 83 malfunctions, the lot number for 41 malfunctions were provided and lot history reviews were performed, all other lot numbers are unknown. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for 20 malfunctions; three malfunctions with medical records also received medical images and one malfunction with medical records received photos for review. For twelve malfunctions with medical records, including the four malfunctions with medical images/photos, the investigations are confirmed for perforation of the ivc. Seven malfunctions with medical records are inconclusive for perforation of the ivc. One malfunction that received medical records was also assessed for filter tilt and detachment of device; the investigation of this malfunction is confirmed for filter tile and detachment of device, but is inconclusive for perforation. 62 malfunctions did not provide medical records or images, the investigations are inconclusive for perforation of the ivc as no objective evidence has been provided any alleged deficiency with the device. One malfunction did not provide medical records and was assessed to include tilt as well as perforation, and the investigation is inconclusive for both filter tilt and perforation as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: of the 83 reported malfunctions, one was found to have been previously reported as a malfunction under emdr 2020394-2016-00903. H10: of the 83 malfunctions, the product catalog number of four devices were updated to rf320j. The product catalog number of one device was updated to unknown filter. H10: d4(corporate lot number: gfph0464, gfk2758, gfrk3199, gfse2706, gfrk2297, gftd1734, gfrl1771, gfre0623, gfqk2353, gftk2861, gfra1147, gfsh2002, gftd2018, gfsh1998, gfrf3466, gftj1623, gfrl1953, gfsg3618, gfph2329, gfrl2036, gfrf3666, gfql0326, gfsh2176, gfvk2739, gfsf2725, gfqe3353, gfsj2340, gfrc2671, gfqg3616, gfsd2881, gfqj4823, gfsj2338, gfph3919, gfrj2941, gfsi2172, gfql0712, unknown). H10: b5, g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 83 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation of the ivc. This information was received from various sources. All 83 malfunctions involved patients with no reported consequences. Of the 83 malfunctions, 10 patients had weights reported between 143-435 lbs, 22 patients had ages reported between 36-82 years old. Of the patients, 21 were reported as male and 16 were reported as female. All other patient information was not provided.

Manufacturer narrative:
Of the 84 reported malfunctions, one was found to have been previously reported as a malfunction under emdr 2020394-2016-00903. Of the 83 malfunctions, the product catalog number of five devices were updated to rf320j. The product catalog number of two devices were updated to unknown filter. Of the 83 malfunctions, the lot number for 42 malfunctions were provided and lot history reviews were performed, all other lot numbers are unknown. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for 33 malfunctions; four malfunctions with medical records also received medical images and two malfunctions with medical records received photos for review. For 19 malfunctions with medical records, including the four malfunctions with medical images/photos, the investigations are confirmed for perforation of the ivc. 11 malfunctions with medical records are inconclusive for perforation of the ivc. One malfunction that received medical records was reported to have experienced detachment as well as perforation; the investigation of this malfunction is inconclusive. One malfunction that received medical records was also assessed for filter tilt and detachment of device; the investigation of this malfunction is confirmed for filter tilt and detachment of device, but is inconclusive for perforation. The last malfunction that received medical records is confirmed for difficulty to remove and perforation. 50 malfunctions did not receive medical records. One malfunction that did not receive medical records was reported to have experienced tilt and perforation; the investigation of this malfunction is inconclusive. Another malfunction that did not receive medical records was reported to have experienced difficulty to remove and perforation; the investigation of this malfunction is inconclusive. Of the remaining 48 malfunctions, the investigations are inconclusive for perforation of the ivc as no objective evidence has been provided any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. D4: (corporate lot number: gfph0464, gfrk2758, gfrk3199, gfti3571, gfse2706, gfrk2297, gftd1734, gfrl1771, gfre0623, gfqk2353, gftk2861, gfra1147, gfsh2002, gftd2018, gfsh1998, gfrf3466, gftj1623, gfrl1953, gfsg3618, gfph2329, gfrl2036, gfrf3666, gfql0326, gfsh2176, gfvk2739, gfsf2725, gfqe3353, gfsj2340, gfrc2671, gfqg3616, gfsd2881, gfqj4823, gfsj2338, gfph3919, gfrj2941, gfsi2172, gfql0712, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 84 reported malfunctions, one was found to have been previously reported as a malfunction under emdr 2020394-2016-00903. H10: of the 83 malfunctions, the product catalog number of six devices were updated to rf320j. The product catalog number of two devices were updated to unknown filter. H10: of the 83 malfunctions, the lot number for 42 malfunctions were provided and lot history reviews were performed, all other lot numbers are unknown. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for 38 malfunctions; four malfunctions with medical records also received medical images and two malfunctions with medical records received photos for review. For 23 malfunctions with medical records, including the four malfunctions with medical images/photos, the investigations are confirmed for perforation of the ivc. Nine malfunctions with medical records are inconclusive for perforation of the ivc. One malfunction that received medical records was reported to have experienced detachment as well as perforation; the investigation of this malfunction is inconclusive. One malfunction that received medical records was also assessed for filter tilt and detachment of device; the investigation of this malfunction is confirmed for filter tilt and detachment of device, but is inconclusive for perforation. One malfunction that received medical records is confirmed for difficulty to remove and perforation. One malfunction that received medical records is confirmed for perforation and inconclusive for difficulty to remove. One malfunction that received medical records is confirmed for perforation and detachment. One malfunction that received medical records is confirmed for perforation and positioning issue. 45 malfunctions did not receive medical records. One malfunction that did not receive medical records was reported to have experienced tilt and perforation; the investigation of this malfunction is inconclusive. Of the remaining 44 malfunctions, the investigations are inconclusive for perforation of the ivc as no objective evidence has been provided any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfph0464, gfrk2758, gfrk3199, gfti3571, gfse2706, gfrk2297, gftd1734, gfrl1771, gfre0623, gfqk2353, gftk2861, gfra1147, gfsh2002, gftd2018, gfsh1998, gfrf3466, gftj1623, gfrl1953, gfsg3618, gfph2329, gfrl2036, gfrf3666, gfql0326, gfsh2176, gfvk2739, gfsf2725, gfqe3353, gfsj2340, gfrc2671, gfqg3616, gfsd2881, gfqj4823, gfsj2338, gfph3919, gfrj2941, gfsi2172, gfql0712, unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 83 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from various sources. All malfunctions involved patients with no reported consequence. Of the 83 malfunctions, 26 patients were between the ages 25 and 82. 10 patients reported weight between 143 and 435 lbs. 22 patients were reported as male, 18 were reported as female. All other patient information was not provided.

Manufacturer narrative:
Of the 83 malfunctions, the lot number for 40 malfunctions were provided and lot history reviews were performed, all other lot numbers are unknown. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for 17 malfunctions; four malfunctions with medical records also received medical images. For twelve malfunctions with medical records, including the four malfunctions with medical images, the investigations are confirmed for perforation of the ivc. Five malfunctions with medical records are inconclusive for perforation of the ivc. 66 malfunctions did not provide medical records or images, the investigations are inconclusive for perforation of the ivc as no objective evidence has been provided any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (Corporate lot number: gfrk2297, gfrl1771, gfre0623, gfqk2353, gftk2861, gfra1147, gfsh2002, gftd2018, gfsh1998, gftj1623, gfrl1953, gfsg3618, gfph2329, gfse4186, gftd2018, gfrf3666, gfql0326, gfsh2176, gfvk2739, gfsf2725, gfqe3353, gfsj2340, gfrc2671, gfqg3616, gfsd2881, gfqj4823, gfsj2340, gfph3919, gfrj2941, gfsi2172, gfql0712)

Event description:
This report summarizes 83 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation of the ivc. This information was received from various sources. All 83 malfunctions involved patients with no reported consequences. Of the 83 malfunctions, seven patients had weights reported between 212-435 lbs, twelve patients had ages reported between 36-82 years old. Eleven patients were reported as male and 8 were reported as female. All other patient information was not provided.